Manufacturer narrative:
The device was received by resmed for an engineering investigation. The reported failure could not be reproduced during performance testing. Based on all available evidence, it was determined that the device operated per specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device internal battery has a short life. There was no patient injury reported as a result of this incident.